Manufacturer narrative:
An allen rep visited with the staff and it was determined that the traction boot was being used for the second time during the incident. The first case was completed without issue. The second case, in which the incident occurred, was conducted by a different surgeon at the hospital. The traction boot has not been returned for evaluation. A follow-up report will be generated once the investigation is completed and root cause is determined.

Event description:
On (B)(6) 2012, an allen rep was contacted by the staff at (B)(6) to report a pt incident involving the allen traction boot. There were no injuries reported. According to staff, the base of the ankle traction boot broke off when traction was being applied. The pt leg was "caught" by operating room personnel and no injury resulted. There was a brief delay in the case, while the device was switched out with a back-up device. The case was completed successfully.